Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient has parkinson dementia. They had it before the implant. The caller's gut tells him that they think having the deep brain stimulator (dbs) was a god send for the movement issue, but doesn't thing there was a component or unit issue but the process of having the unit in there has effected the patient's dementia and made it worse. They said they don't know that for sure. They said if they didn't get the dbs maybe the dementia would have still gotten worse. But they said their gut tells them that the process of having the dbs made it worse. They reported it to be a gradual change in therapy/symptoms. Caller said it was nothing dramatic. They stated since the implant the dementia progressed a little more quickly then they otherwise expected. Caller stated if they had to do it over again they still would have done it because it helped with the movement issue so much. No further complications were reported or anticipated with this event.